Event description:
The astron self-expandable stent system was selected for treatment of a moderately calcified lesion (60% stenosis degree) in a moderately tortuous segment of the mid iliac artery. While delivering the stent to the target lesion, the delivery system became jammed, preventing the stent from unlocking and releasing properly. The entire delivery system was carefully withdrawn. To avoid delaying the procedure and mitigate intraoperative risks, a new stent and delivery system were substituted, and the remaining surgical steps were completed.